Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (hcp): information was received from information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s stimulator was ¿intermittent¿. The MRI tech later reported that when they put the ins in MRI mode, they got the ¿eligibility cannot be determined¿ screen. In the end, they were directed the patient to contact their healthcare professional (hcp) to determine eligibility. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.